Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the physician did not pause during injection. The injection rate was followed as indicated in the competitor¿s IFU. The liquid embolic agent did not get embedded in an unintended location. The catheter was for coil embolization of the aneurysm. This event did not require medical intervention. It is unknown if there are images of the ruptured catheter. The subject is recovering well from the procedure.

Manufacturer narrative:
H3: an echelon-10 micro catheter was returned for analysis. The echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~148.0cm. Upon visual examination, no issues were found with the echelon-10 hub. The echelon-10 catheter body was found to be damaged (smashed) at proximal marker band ~2.9cm from distal tip. The distal tip was noted to be pre-shaped. The catheter body was found to be punctured at proximal end of distal marker band. The tubing material at the puncture area did not exhibit necking or stretching which is indicative of a puncture and not a rupture. No liquid embolic residue was found within the echelon hub, catheter body at puncture location or distal tip. No other anomalies were observed. The echelon-10 micro catheter was flushed, water exited from the puncture and distal tip. One in house x-pedion-10 guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen and exited the puncture. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. In addition, an in-house x-pedion-10 guidewire was able to pass through the hub and lumen without issue. However, the guidewire exited punctured at distal tip. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. It is likely the damage (smashed) to the proximal marker band and puncture contributed to the ¿catheter resistance¿. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was unable to be confirmed as no rupture was found with the catheter. However, a puncture was found at distal tip. It is likely pushing the ancillary device against reported resistance contributed the damaged (puncture) distal tip. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report regarding echelon microcatheter rupture (intact). The patient was undergoing an aneurysm embolization. The accessed vessel was the femoral artery with a diameter of 9 mm. It was noted the patient's vessel tortuosity was moderate.  It was reported that the tip end of echelon microcatheter was broken. It was reported catheter rupture occurred using other embolic during an intracranial aneurysm embolization. The catheter was reported to be ruptured (intact) in the distal section. There was friction or difficulty during delivery. Aside from the rupture, it is unknown if there was other damage to the catheter. The injection rate was with the navien at 7ml/s. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 5f navien guide catheter.